Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. The sensor was inserted on (B)(6) 2016. It was reported the patient was using an expired sensor. At the time of contact, no injury or medical intervention was reported. The device was not returned for evaluation. The receiver data log was provided by the patient. The data log was reviewed on (B)(6) 2016. The complaint of inaccurate cgm values was confirmed. It was also reported that the patient was using an expired sensor. The dexcom g5 mobile continuous glucose monitoring system states: don't use expired sensors. Before inserting, always check the package label for the expiration date using the yyyy-mm-dd format. If past the expiration date, don't use because the sensor glucose readings might not be accurate, resulting in you missing a severe low or high glucose event. The sensor pod stays on your belly for the entire sensor session, up to 7 days. However, a root cause for the reported inaccuracy cannot be determined.